Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the surgeon was unable to pass the patient registration. It was reported that the images were to protocol and that the site did not attempt 3 pt tracer nor point merge registration methods. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
While testing the navigation system, the representative reported that they could perform a successful registration on a demo head and exam. If information is provided in the future, a supplemental report will be issued.